Event description:
It was reported that the tip of the driver broke off and stayed in the fibula with the anchor after insertion. The bio-composite suturetak did not disengage from the inserter. The surgeon attempted to remove the fragment with a hemostat and was able to retrieve a very minute piece. The rest of the fragment was secure within the bone. Surgeon attempted to tie the suture down, however the suture broke. Two additional suture anchors and internal brace were used adjacent to the original insertion and the case was completed. Brostom/lateral ankle repair.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by (over-insertion), not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in the patient.